Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information noted that the patient was admitted with severe sepsis and septic shock, secondary to pneumonia requiring vasopressors. The patient was also in acute respiratory failure. The patient developed acute kidney injury that needed hemodialysis. The lead was explanted. The patient expired under hospice care.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the cause of death was non-cardiac. No additional information was reported.